Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that programming changes were made to sensitivity and monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing seven days post device implant. It was noted that the patient was pacemaker dependent, was noted to be in atrial fibrillation (af) and reported feeling a little off. All lead measurements were noted to be stable and within normal limits. The minute ventilation (mv) feature was noted to be programmed to passive. The noise was unable to be reproduced. Boston scientific technical services (ts) discussed the potential of oversensing related to the mv feature and discussed the option of programming mv off. No adverse patient effects were reported. This product remains implanted and in service.